Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient met with the manufacturer¿s representative (rep) on (B)(6) 2014 who checked the patient¿s device with ¿his machine but that machine didn¿t check what I thought it would, I wanted to see if the leads had slipped or if the machine had shifted or whatever.¿ it was reviewed that this would be determined with an x-ray or other diagnostic tests, not the programmer. The patient reported a shocking or jolting sensation. The patient stated ¿the doctor said that it can¿t shock me if it¿s off but I hate to tell you, but it can. It¿s been off and I don¿t know if it¿s something in my apartment or what but it¿s still shocking me and giving me jolts.¿ patient stated this started ¿really good on the first of the month, and after I fell it got really bad.¿ the night prior to the report the patient stated ¿I was awake all night long thinking there was some mutant inside my body moving around because the machine had shifted over some, and you can t ell by where it is and where it was. When the patient was asked when it was discovered the device had shifted she said ¿well I fell the first of the month, (B)(4) 2014, but I was already having trouble. I couldn¿t turn over, I couldn¿t move.¿ the patient stated they didn¿t want to have surgery but that something needed to be done, ¿this needs to be done now, this thing is killing me.¿ a request was made to send a message to the rep., and the patient also reported needing to be referred to a neurosurgeon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, (B)(6) 2010, product type: lead. (B)(4).